Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer's blood glucose was not impacted. During troubleshooting, the customer was able to clear the screen and continued using the pump for insulin therapy.